Manufacturer narrative:
Intuitive surgical, inc. (Isi) addressed the reported event with phone support. The issue was resolved by rotating the scope by hand in to the correct position. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted sacrocolpopexy surgical procedure, there was inverted movement after replacing a scope. Before calling the technical support engineer (tse) they already restarted the system without improvement. The tse advised to rotate the 30-degree endoscope by hand in to the correct position, this triggered error 23003. The error could be recovered. The nurse explained to tse that now the master tool manipulator (mtm)s where in a strange position. The tse advised to un-clutch the mtms and reposition them. After this the surgeon confirmed it worked as intended. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the issue occurred during a sacrocolpopexy. The image was inverted. The endoscope moved freely with uncontrolled motion. The event involved a reversed control on system arms. A 30-degree endoscope was installed at the time of the event and was installed in a down orientation. It was unknown if the surgeon confirmed the desired orientation when the endoscope was installed. It was unclear if an indication of the image orientation was provided to the user via the user interface. The endoscope and endoscope's adapter/base were still engaged/attached and no damage was observed on the endoscope's adapter/base. The endoscope was not manually rotated 180 degrees prior to the event. The issue was resolved by changing to a backup endoscope with assistance from technical support and the procedure was completed as planned. The vision issue did not result in patient injury. The endoscope is not available for return to isi for evaluation.